Event description:
During procedure, cst [certified surgical technologist] requested additional 1/2"x1/2" cottonoid patties be opened. Opened as requested. Shortly after, cst notified circulator that a cottonoid had the green stripe fall off. Circulator confirmed with cst that the cottonoid came from the freshly opened cottonoids, and not from the pack. Cst confirmed the faulty cottonoid was from the separately opened pack. Cst then checked all the 1/2" x 1/2" cottonoids on the field and found 1 additional cottonoid with a loose green stripe. Both faulty cottonoids removed from the field, both loose green stripes also removed from the field.